Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was a no disposable alarm. The cassette was removed and placed on a different pump. The alternate pump ran without incident. The patient was not affected: reservoir volume was 5.9 milliliters. There was no patient injury.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A review of the manufacturing DHR (device history review) for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.